Event description:
The complaint is reported as: the tab separated from the peel away sheath upon insertion of PICC. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and a lidstock for analysis. Signs of use in the form of biological material was observed at the proximal end of the sheath extrusion. Both halves of the peel-away sheath were returned for analysis. Visual analysis revealed that a small portion of the sheath at the proximal end was still connected. The rest of the extrusion was fully peeled. Further analysis revealed that one of the sheath tabs had completely separated from the extrusion. Additionally, it was observed that the sheath extrusion was not fully adhered to either of the sheath tabs. This was the likely reason the extrusion was still intact at the proximal end. The sheath body length from the tabs to the distal tip measured 2.75", which is within the specification limits of 2.74"-2.76" per the catheter peel-away graphic. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "thread tapered tip of peel-away sheath/dilator assembly over guidewire. Grasping near skin advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to further facilitate advancement of sheath into the vessel. A slight twisting motion of the peel-away sheath might help advancement". The IFU also states, "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip." The customer report of a broken sheath was confirmed by complaint investigation of the returned sheath. One sheath tab was separated from the sheath body. The sheath extrusion was not fully adhered to either tab. This contributed to the damage observed on the sample. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the tab separated from the peel away sheath upon insertion of PICC. No patient injury or complication reported. The patient's condition is reported as fine.